Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported event of fracture. The investigation revealed the threaded rod was incorrectly heat treated and it appears that this possibly contributed to the fracture. Corrective action has been initiated to address the reported issue.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the threaded tip of the cup impactor fractured into the acetabular cup and could not be removed. Another acetabular cup was utilized to complete the procedure.